Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was carefully excised. A ventralex mesh was placed and sutured it.¿ (B)(6) 2014 - patient was diagnosed with small bowel obstruction, adherence of small bowel to mesh, incisional hernia thereby underwent laparoscopic repair. Per operative notes, ¿the abdominal wall was dissected away around form the mesh. The small bowel was dissected off the mesh but it was densely adherent and the small bowel was resected.¿ attorney alleges that the patient and adhesions, bowel obstruction, bowel removal, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 1 month post implant of ventralex mesh, patient was diagnosed with bowel obstruction, adhesions. The instructions-for-use supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.